Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 594 mg/dl at time of incident. Customer had symptoms they have expressed may indicative of the possible onset of diabetic ketoacidosis. Customer reported that they do not feel okay to troubleshooting. Customer reported that the auto mode was not active. The insulin pump will not be returned for analysis.